Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021. The nasopharyngeal swab was used per the product insert instructions. First test with ID now covid-19 generated negative result , repeat testing was performed and generated a positive result on the same day. Pcr confirmation testing using film array test method was performed and generated a negative result for covid-19 and positive result for rihno / entero virus. Per the customer, viral bronchitis pneumonia means ID now is false positive. The causal virus is identified and total body condition is not bad so monitoring symptoms. In the previous clinic, expectorant and tulobuterol were prescribed and at this hospital antitussive and acetaminophen were prescribed.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m144024 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m144024, test base part number 190-430 / lot m144024. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m144024 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample or cross contamination.